Manufacturer narrative:
Patient ID was not provided. Patient birth date was not provided. Patient weight was not provided. Patient death date was not disclosed. Livanova has been informed the event occurred on (B)(6) 2017. Event date was not disclosed. Livanova has been informed the event occurred on (B)(6) 2017. (B)(6). Several attempts have been made to gather additional information about the event from the customer. However, no additional information has been provided at this time. It is unknown how the patient died, how and if the product was involved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available.

Event description:
Livanova USA inc has received via the u.s. Mail the medwatch report # (B)(4) stating that, during a procedure, while applying the stopcock/luer lock of the inlet line of the right ventricular assist device (rvad) to inflow cannula, there was an audible cracking sound and air was being entrained. The patient died.

Manufacturer narrative:
Nor the claimed device neither picture were provided for evaluation to livanova USA inc. According to information, the event occurred more than a year before the date livanova USA has been informed. Attempts were done to clarify the sequence of events but customer could not provide any additional explanation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova is not aware of any other similar complaint related to product code. Available information did not point out any device malfunction. Livanova will keep monitoring the market for similar events.